Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 21, 2015- august 22, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined, and no signs of markings or abnormality were found either on the interior or exterior surface of the bladder or near the rupture line. A batch review was conducted and there was a deviation found related to this reported condition during the manufacture of this lot; the lot was placed on hold and was subsequently released when it met specifications. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.